Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the companys MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. During the device evaluation, service could not reproduce or confirm the customers reported blurred image. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the potential causes: damage to the charge coupled device ccd unit. Damage or deformation of the connector. Movable l-range sliding error that occurred in the zoom scope. Blurred image occurred within the allowable range. The event can be detected/prevented by following the instructions for use: operation manual. Inspection of the endoscopic system. Operation manual. Important information please read before use. Warnings and cautions. During the device evaluation, service found that due to damage to the charge coupled device ccd unit, the image had white dots pixel error. The insulation resistance value did not meet specifications due to a scratch at the distal end cover. The bending angle in the up direction did not meet specifications due to wear of the angle wire. The play of the up/down knob did not meet specifications due to wear of the angel wire. The bending cover a-rubber had a pinhole leak, and the adhesive on the a-rubber was cracked. The connecting tube coating was peeling. The suction cylinder was shaved and switch 2 was scratched. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The subject device was received at an olympus service center for evaluation with a report that the video was blurry during preparation for use. There was no patient or user injury reported.